Manufacturer narrative:
The device was returned, but did not transfer to the investigator. However, the non-visual device investigation has been completed and the results are as follows: DHR review results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot# 6026789 available for review. Investigation methods/results: the device was returned, but did not transfer to the investigator. Root cause: "loss of osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the loss of osseointegration. In this case, it was reported patient's bone was weak. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." In addition, the IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to.

Manufacturer narrative:
The patient's race and ethnicity were not provided. However, the patient's nationality is listed as (B)(6). The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report. This is the 1st of 3 failed implants reported on the same patient. Reference the following manufacturing reports for the remaining implants: 3011649314-2020-00372 (comp-(B)(4)). 3011649314-2020-00373 (comp-(B)(4)).

Event description:
It was reported that an inclusive implant failed. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #30 (universal). The patient returned on (B)(6) 2019 for second stage surgery. After examination, the doctor noted that the implant lacked primary stability, and that there was loss of osseointegration. The doctor also noted that the patient's bone was weak. It was at that time that the implant was removed. The patient's current condition is reported to be "fine". The patient has type iii bone quality, and has no relevant medical or dental history. There was no abnormality noted with the implant itself.